Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via phone call that the customer was hospitalized due to low blood glucose. Customer's blood glucose was unknown. Insulin pump alarmed a battery out limit alarm after a battery change, battery was hot. Insulin pump then had a blank display. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.